Event description:
During a new patient implant, the surgeon felt like something was off with the set screw area of the generator after inserting the screwdriver. Furthermore, it was explained that once the screwdriver was inserted, it didn't feel like it was attaching to the screw and there was no feedback or tension on the screw driver when the surgeon tried to loosen it. The screw the became fixed to the screwdriver and wouldn¿t separate. It also looked like there was a thin layer of silicone over the screw. The opening to the screw looked like it was off center, which made the surgeon believe the opening and screw were manufactured at an angle and the screw may have been cross threaded. So, another generator was used instead. The suspect device was received and product analysis is underway. The device history records for the generator was reviewed. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.